Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. No external damage or defects were observed. During functionality testing, the unit powered on and off using both battery and ac power. An audio speaker fault occurs shortly after alarms are triggered. All alarm conditions were visual only, not audible. The speaker's sound is not audible. Internal inspection found the speaker wires were broken away from speaker, results in no audible tones. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported no sound when unit is alarming or during pulse rate. No patient impact or consequences reported.

Event description:
The customer reported no sound when unit is alarming or during pulse rate. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.